Manufacturer narrative:
During the subsequent site visit, the field service engineer (fse) determined the internal leak to be overflow from the sample wash cup caused by clogging at the low concentration waste manifold (manifold, low conc waste (lcw) (rohs)) pn 7-202647-01. The fse cleaned the lcw manifold, drain tubings, flushed the water lines, ran qc, and confirmed there was no leaking. Field service also found burn marks and plastic melting in the pm sensor so it was replaced. A review of the architect c16000, serial number (B)(4), service history found no subsequent reports for smoke or burnt smell. A review of complaints for the pm sensor pn 7-86320-01 and lcw manifold pn 7-202647-01 found no similar complaints or issues. A historical review of the clinical chemistry systems (c4000, c8000, and c16000) revealed no issues or trends related to the current complaint. The 2018 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. The damage associated with the smoke and smell of smoke was limited to the pm sensor. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for either the architect c16000, serial (B)(4), or the pm sensor pn 7-86320-01 and lcw manifold pn 7-202647-01.

Event description:
The customer reported error code 3382 [unable to process test, internal wash pressure (x) error (y) pipettor.] On the architect analyzer. They stated that there was an internal leak onto the pm sensors which caused the error code. Immediately following the error code the customer saw smoke. The customer also smelled a burnt odor. The customer turned off the pm. There was no visible fire or spark. There was no impact to patient management, user safety, or facility damage reported.